Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) machine had no power. Nothing happened when the bmt pressed the power button. The bmt found signs of a leak (white buildup) on the bic pump and scorch marks on the acid pump cable. The bmt agreed to return the acid pump with a blue output nipple for failure analysis. The bmt was advised to swap the power supply, power logic board or front pane. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported a hemodialysis (hd) machine had no power. Nothing happened when the bmt pressed the power button. The bmt found signs of a leak (white buildup) on the bic pump and scorch marks on the acid pump cable. The bmt agreed to return the acid pump with a blue output nipple for failure analysis. The bmt was advised to swap the power supply, power logic board or front pane. Additional information was requested but was not received to date.